Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. The clips were pulled off the tissue. The device was removed from the patient and a few clips were fired. The clips fired fine, so the device was used to complete the procedure with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.